Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m136093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m136093 , test base part number 190-430 / lot: m136093 . The lot met the required release specifications. A review of the complaints reported as invalid results (confirmed and unconfirmed, conflicting results) related to kit lot m136093 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference. Abbott (B)(4) diagnostics was able to determine from the logfile that the half of the invalid results were due to unknown sample interference. Substances in the sample itself may have interfered with the reaction. It was also observed that some of the invalids were also due to sample transfer errors. Reference MFR. Report: 1221359-2021-02675.

Event description:
The customer reported six (6) invalid results with the ID now covid-19 assay performed with two (2) lot numbers. This MFR. Report addresses lot number two (2) of two (2). The customer reported six (6) invalid results on a nasal puritan swab with the ID now covid-19 assay. Repeat testing was performed and generated negative results. Per the customer, there was no patient harm due to test results. Additionally, there was delay in patient care.